Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the reported helium leak. To resolve the issue, the stm replaced the helium tank washer, tightened the high pressure port fittings on the regulator, then checked the leak rate which was within specifications. The stm also confirmed that the battery from slot one would not charge to full capacity according to the led¿s on the front of the battery and the battery status indicator on the main display. The stm conducted the battery run time test and the iabp immediately began alarming ¿low battery¿ with a run time below factory specifications. The stm replaced the batteries and performed all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak and the battery would not charge to full capacity. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.